Event description:
This event is now reportable based on the device analysis approved 02/24/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and the shaft damage occurred. The 75% stenosed target lesion being treated was located in the calcified and moderate tortuous right coronary artery (rca). The physician could not cross the lesion with a 2.75x32mm taxus express2 stent. The physician tried to withdraw the device from inside the patient and felt resistance. He pulled the device and the shaft was elongated and kinked. According to the physician, "the stent delivery system (sds) might have caught on the lesion or entwine with the guide wire." The procedure was completed with a different device. No patient injuries or complication were noted. Patient status listed as "good". However, device analysis revealed the stent moved on the balloon.

Manufacturer narrative:
Examination of the device found the device was returned with the stent moved distally on the balloon so that its proximal edge was 4mm distal to the proximal markerband. Also, the midshaft section was stretched throughout and measured approximately 325mm. There were no kinks along the entire length of the hypotube. The midshaft damage is consistent with excessive force being applied to the device. A recommended size product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.